Event description:
It was reported that when using the syringes with a manifold, the syringe "gets stuck or very hard to move the plunger after few injections".

Manufacturer narrative:
It was reported that when using the syringes with a manifold, the syringe "gets stuck or very hard to move the plunger after few injections". The customer reported there were no visible defects noticed on the syringes. There was no report of any patient injury or adverse event. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.